Event description:
Boston scientific received information that a revision procedure was performed due to noise on the right ventricular pace/sense channel resulting in asystole for > 2 seconds. Daily measurements showed that the right ventricular pacing impedances had been out of range. A lead fracture was suspected. The pace/sense portion of this lead was capped while the defibrillation portion remains in service. An adaptor was used with another lead for pace/sense. No adverse patient effect were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.